Event description:
It was reported that during preparation, the subject catheter was broken in half when removed from the sheath. No patient consequences reported.

Event description:
It was reported that during preparation, the subject catheter was broken in half when removed from the sheath. No patient consequences reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed, and the distal access catheter shaft was found broken at 47.5 cm from the distal end confirming the reported complaint. Functional testing was not performed as the reported issue was confirmed with visual inspection. In conclusion, based on the information available, it is probable that the device was damaged when removing the distal access catheter from its packaging; therefore, an assignable cause of handling damage was assigned to the as reported and as analyzed issue 'nv ¿ dac shaft broken'. Expiration date: added. Gtin: added. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added.